Event description:
Caller reported blood glucose results of 498 mg/dl on nano system using lot 471559, 232 mg/dl and 233 mg/dl nano system using lot 471366 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for lot 471559, medwatch with (B)(6) is for lot 471366.